Manufacturer narrative:
The fse found a cracked pinch valve vl50b which caused erratic flow and in turn caused failing latron results and aperture voltage. The fse replaced the pinch valve to resolve the issues.

Event description:
The customer reported failing aperture voltage and the latron control on the coulter lh 750 hematology analyzer. There was no report of injuries, erroneous results, or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.